Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was intermittently hot to the touch despite being in room-temperature conditions. The pump was not charging during the reported events. Reportedly, the pump registered a high blood glucose (bg) reading; value was not provided. Although requested by tandem technical support, no further information regarding the high bg event was provided. Multiple attempts were made to follow up with the customer on the reported issue; however, no response from the customer was received.